Manufacturer narrative:
The algo 5 power cord came loose and was dragging against the wheel causing the cord to have exposed wires. The algo 5 user manual instructs proper ways to store the algo 5 cables. There is a mast and cleat, around which users can wrap loose cords. Risk of electric shock to users and patients does exist when the power cord is plugged into a power outlet with metal wires of the power cable exposed. Moreover, risk can be avoided by properly storing the cables as instructed in the user manual and by checking the algo 5 system frequently to be sure all parts are in good condition before use. In addition, algo 5 system conforms to iec 60601-1, electrical safety standards: en60601-1, ul60601-1, csa 22.1 601-1, and current shock would cause a transformer fuse to blow, which limits exposure to harm. Customer unresponsive.

Event description:
One of the cords under the green cart base of the algo 5 came loose and was dragging against the wheel causing the cord to have exposed wires. The algo 5 was taken out of service to prevent potential patient injury. As a result of the exposed wiring, one of the screeners experienced a slight shock when trying to adjust the cords. Screener confirmed she was not harmed in any way and didn't require any treatment as a result.